Event description:
Per lawsuit documentation received; after approximately 80 hours of continuous use of the "ice boot" per post surgical directions pt reported to emergency room with swollen leg, ankle and foot were white with red spots. Pt diagnosed at emergency room with "compartment syndrome r foot" and acute severe intractable pain. Emergency fasciotomy performed on three locations.